Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the moving parts of the trigger did not move smoothly. It was further determined that the reverse trigger was locked. It was determined that the failures were due to the processes of cleaning and lubrication, causing, the wearing of the parts. It was further determined that the device failed pretest for check reverse locking mechanism, check triggers for forward/reverse mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 5/10/2019 to 5/13/2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the reverse trigger of the compact air drive device was locked. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the third day in 2019. The actual month was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.